Event description:
It was reported that (1) device was used during a laparoscopic nissen. It was reported by the affiliate that the lcsk5, used with a harmonic scalpel, when the unmobile part of the scissors fell into the pt. The part was taken out with no further consequence to the pt. The procedure was continued with a cs150.